Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles in device, lid will not stay shut. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the device and the lid is not shutting, other thermal issue related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant was observed on the blower box. Liquid ingress was observed on the blower and blower box, with potential mineral deposits. Manufacturer observed the blower seal was not seated correctly. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concluded that confirmed no presence of degraded sound abatement foam using a fitt and confirmed the presence of unknown contaminant, liquid ingress was observed likely from an external source. Unable to address the patient's symptoms, manufacturer cannot confirm the complaint of the lid not shutting. Sections d8, d9, h2, h3, h6 has been updated in this report.